Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the programmer was performed. The analysis results confirmed the reported observations as there was a burning smell coming from the programmer and a component of the printed circuit board was found to be burned. Additionally, analysis found deep gouges on the control panel and cuts in the strip chart roller of the internal printer. The programmer was repaired and subsequently passed all functional tests.

Event description:
Boston scientific received information that this programmer was emitting smoke and had a burning smell. The programmer is expected to be returned. No patient involvement was reported.